Event description:
Customer reportedly obtained results of 32mg/dl and 74mg/dl on the advantage system within 10 minutes. An additional comparison was reported with results of 265mg/dl, 161mg/dl, and 115mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.